Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for post lumbar laminectomy syndrome, degenerative disc disease, as well as spinal pain. Manufacturer representative reported the patient's device was superficial and charged three days ago without any issue. The patient was now seeing the charging screen, but no coupling bars, all empty. It was reported that the patient does not normally use a belt, but charges with their ¿tight pants.¿ when the patient plugs the recharger into the wall it was not taking a charge. It was reported that the desktop charger cord looked fine, but the recharger looked worn. They attempted al, which did not resolve the issue (56-58 range). A loaner recharger had the same results. A potential ins flip was reported. It was reported that the device had flipped and was flipped back by the physician. Everything was reportedly working correctly. Severe anxiety was reported, but confirmed that it existed prior to implant of mdt scs system. No further complications reported/anticipated.